Event description:
Report received from u.s.a. Stating the device "gets very hot". The device was not used in surgery. It is unknown if there was any user or pt injury. No additional information is available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition was confirmed. The unit was repaired and returned to customer. If any additional information should become available, this notification will be updated accordingly. (B)(4).